Event description:
A 63 year old pt with previous penile prostheses. Pt recently noticed a decrease in the size of the prosthesis, and approximately a month and a half ago, was crossing his legs, felt a pop, and since that time has not been able to inflate the prosthesis. In the physician's office, md could not inflate the prosthesis, and the reservoir was obviously empty. Pt undergoing surgery for removal and replacement.